Manufacturer narrative:
Investigation outcome: the following was reported: "device visually alarming wth technical event 231008". No patient involvement. The reported technical event occurred during the self-test at startup and the te231008 is a predictable outcome of the test. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test is not a critical failure, but part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. The o2 mixer assembly was replaced and the device started up and worked as intended. This case is conisdered as closed.

Event description:
Hamilton medical ag received the following event description: "device visually alarming wth technical event 231008". No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.